Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced the high blood glucose level. The customer's blood glucose level was 239 mg/dl then it got low to 76 mg/dl then it was again 78 mg/dl then 241 mg/dl then 308 mg/dl then 240 mg/dl then it was 242 mg/dl then it was 252 mg/dl and then it was 250 mg/dl then it was 254 mg/dl then the blood glucose level got down to 77 mg/dl then 50 mg/dl and then 60 mg/dl and then rise up to 241 mg/dl and then it was 400 mg/dl and then again it down to 333 mg/dl then it was 284 mg/dl and then 241 mg/dl then it was 244 mg/dl then it was 260 mg/dl and then 241 mg/dl. The high blood glucose level of the customer was treated with the insulin pump and manual injections. The insulin pump will not be returned for the analysis.